Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation (outer and inner) integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The dislodgement allegation was not confirmed by product analysis but is a known inherent risk of device, based on the field report.

Event description:
It was reported that this right atrial (ra) lead got dislodged during an unrelated procedure and exhibited failure to capture. This lead was subsequently explanted and was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead got dislodged during an unrelated procedure and exhibited failure to capture. This lead was subsequently explanted and was successfully replaced. No additional adverse patient effects were reported.